Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the cartridge air removal step. Tandem technical support educated the customer that residual air must be removed prior to filling the cartridge with insulin. The customer declined further troubleshooting with tandem technical support. There was no reported adverse impact to the customer.